Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. The tc was unable to replicate the customer complaint after extensive testing. Since the issue is intermittent to resolve the customer complaint it was recommended to replace the following items: the spo2 board, the spo2 adapter, and the connector block. The tc replaced the spo2 board, the spo2 adapter, and the connector block; the issue was resolved. Based on the information available and the testing conducted, the cause of the reported problem were multiple component failures. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the spo2 module was not reading; the customer was trying to get a reading from the patient and the device readings were not reading. No error was provided and the cord was switched out; it was swapped out and worked on another device. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.